Event description:
On 01-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 505 mg/dl. The event was addressed by performing multiple site changes, after which insulin delivery was resumed, and glucose levels began trending downward. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.